Event description:
It was reported that during an unknown procedure, the clip did not close properly and then jammed. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.